Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient recalled an instance when they felt a "huge spark that felt like being electrocuted". They did not provide further detail.